Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am post operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium (stool softener). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and bowel preparation ("she had me bowel prep before") and experienced pelvic pain ("extreme stabbing pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy, cervix removed as well). Essure was removed. At the time of the report, the medical device removal, pelvic pain and bowel preparation outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, bowel preparation, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, pelvic pain and bowel preparation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information added. Event: hip pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am post operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium (stool softener). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and bowel preparation ("she had me bowel prep before") and experienced pelvic pain ("extreme stabbing pain"). The patient was treated with surgery (hysterectomy, cervix removed as well). Essure was removed. At the time of the report, the medical device removal, pelvic pain and bowel preparation outcome was unknown. The reporter considered bowel preparation, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, pelvic pain and bowel preparation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: event added: ¿she had me bowel prep before¿ secondary reporter and concomitant added. Non-drug treatment notes updated. Fup 1, 2 & 3 processed together. On 23-mar-2020: content from social media received. New reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am post operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("extreme stabbing pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.